Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, b.6, d.7.

Event description:
Healthcare professional reported "complains of severe discomfort right breast and a ball in the medial aspect near right nipple". Additionally, healthcare professional reported "multiple air bubbles in silicone".